Event description:
In 2009, the pt reported that her infusion device was not delivering insulin resulting in elevated blood glucose. She stated that her blood glucose measured 263 mg/dl this morning when she woke up and she delivered a correction bolus. At 9:50am her blood glucose measured 356 mg/dl and she injected insulin via syringe which lowered her blood glucose to 309 mg/dl. She then injected another 4 units of insulin via syringe. She switched to her backup infusion device and her blood glucose measured 122 mg/dl at the time of the report. She refused additional training. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.